Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. International complaint - manufacturer received email notification from distributor on 2/8/2017 for truetest ps2506ila test strips.

Event description:
Customer reported complaint for "lo" results. Customer is concerned with the error message when inserting the reactive strips in the glucometer, the screen showed the "lo" sign.